Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers to be reported to be involved. The information for the additional device type is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different max instrument and the results were negative. Erroneous positive results were not reported. There was no reported impact to patients.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-28 investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number ct1222. The complaint is confirmed. Reader a was replaced. The root cause is suspected to be failure of reader a. The investigation consisted of a review of the service notes pertaining to the incident, review of previously investigated parts, the installation/service history of the instrument, and a review of related instrument complaints and trending data. No new risks or hazards have been identified. Bd quality will continue to closely monitor for trends. CAPA 1632720 is pending approval for investigation of "results" issues.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different max instrument and the results were negative. Erroneous positive results were not reported. There was no reported impact to patients.